Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was not working. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. All codes and event information previously reported no longer valid. If information is provided in the future, a supplemental report will be issued.